Manufacturer narrative:
(B)(4). Date sent: 3/13/2019.

Manufacturer narrative:
(B)(4). Investigation summary: one each 0012m lot number 183744 was returned for evaluation. During visual inspection the tip was found melted and with black charring and excess eschar buildup on the tip. The tip was likely used at high power setting and likely long activations which would indicate the tip was extremely hot at the time of the event. Also observed the black modified insulation was melted and rolled onto itself. The likely cause of the flame is the result of eschar tissue buildup and the device being used at high setting and long activations. The product¿s IFU instructions the user to use a damp gauge or sponge to reduce eschar buildup. Also instructs the user to use the lowest possible power settings to achieve the desired effect. The complaint is confirmed as user damage. A DHR review was performed, and there is no evidence of device defect or malfunctions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, a few minutes after the case started, the surgeon began using cautery. The surgeon, pa, and tech all saw a 2 inch tall flame for a brief second and then it was gone. The flame was immediately reported to the operating room nurse. The bovie tip that caused the flame did not cause damage to the patient, but it was removed from the field and a new bovie tip was used for the remainder of the case. The bovie tip that caused the flame was a 0012m megadyne tip.

Manufacturer narrative:
(B)(4). A DHR review was performed, and there is no evidence of device defect or malfunctions. (B)(4).